Event description:
It was reported that during a robotic hysterectomy procedure, on the third activation the jaws would not close all the way. It was sticking; they could not squeeze the handle to advance the knife. When removed from tissue to take out, it would not open. The jaws are stuck in a closed position. It looks like one of the side hinges is out a little. The generator at first stated to reposition. Finally it went to replace instrument. The instrument was replaced and the procedure was completed without issue. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the right side if the jaw splayed. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Although no alert screens were displayed during functional testing, as the jaw was damaged, this could have caused the "reposition and reactivate" and "replace instrument" screens to appear, as well as the difficulty with opening and closing the jaws. A possible cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.